Manufacturer narrative:
Continuation of d10: product ID 97725, serial# (B)(6), product type external neurostimulator product ID 977a260, serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type lead product ID 97725, serial# (B)(6), product type external neurostimulator product ID neu_stylet_acc, serial# unknown, product type accessory h3. Analysis of the lead va2cjqz038 found no significant anomalies and/or explant damage. It was indicated that the outer insulation of the stimulator lead body was cut. H6: the results code c20 no longer applies. The method code b20 no longer applies. H3. Analysis of the lead va2cjqz037 found no anomalies. H6: the results code c20 no longer applies. The method code b20 no longer applies. H3. Analysis of the implantable neurostimulator (ins) (B)(6) found no anomalies. H6: the results code c20 no longer applies. The method code b20 no longer applies. H3. Analysis of the lead va2b6yg028 found no anomalies. H6: the results code c20 no longer applies. The method code b20 no longer applies. H3. Analysis of the lead va2ar8e024 found no anomalies. H6: the results code c20 no longer applies. The method code b20 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they waited multiple times, tried different batteries, tried different leads, restarted the tablet. Issue was not resolved therefore the physician dr. (B)(6) aborted the case and removed the leads. Rep has possession of the ens, ins and 3 leads and will return as soon as they receive return box.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial#: (B)(4), product type: external neurostimulator. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) and implantable neurostimulator (ins) for unknown indications for use. It was reported there were high impedances with a trial patient. When performing a connectivity check they received 4 red x's. An impedance check gave a wide range of impedances with reference electrodes ranged from 35,000 to 40,000 ohms. The patient was initially tested on a 97715 and then was tested with a 97725. After ruling out the stimulator, the caller then tested with 4 different leads. After waiting for 45 minutes the healthcare provider did not want to wait any longer to see if impedances would normalize and aborted the case. It was reviewed that the recommendation would be to wait 24 hours to see if impedances changed. The issue was not resolved through troubleshooting. No symptoms were reported.